Event description:
During a lead revision procedure, communication issues between the implant and the external equipment were observed. The pt was implanted with a new boston scientific spinal cord stimulator.